Manufacturer narrative:
The reported complaint was not confirmed. Diligence attempts with customer were responded to, but the manufacturer's product surveillance investigator and technical support were unable to get information from those working with the system 1. Based on indirect correspondence, the customer felt they had an issue with the sensors. Based on correspondence with the manufacturer's technical support, they may not be aware of the different ways to configure level detection on the system (such as alarm only, alert/alarm, etc). Technical support notified them to ensure their level detection setting match their expectations of how the system is operating. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). This complaint is related to MDR #1828100-2015-00790. Per the distributor, the customer has not been able to make the safety level sensors work, the modules show up correct at the central control monitor (ccm). The perfusionist (ccp) is 100% compromised with the pump all the time, keeps watching and detecting the level and bubbles.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the users on the system-1 are not able to use the safety level sensors and pod, because they have not been able to enable them. The device was not changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.